Manufacturer narrative:
Intuitive surgical, inc. (Isi) technical support engineer (tse) helped the customer check the circuit breaker on the vision side cart (vsc). The circuit breaker was in an off position. The customer switched on the circuit breaker and the system powered on without any issues. No site visit was conducted. The system was working properly at that point, and no additional action was required. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A system log review cannot be performed because the system logs are not available at this time. The system was not connected to onsite to produce system logs. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the customer converted a procedure to laparoscopy after the start of the procedure due to the system shutting off during use. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system powered off. The intuitive surgical, inc. (Isi) technical support engineer (tse) helped the customer check the circuit breaker on the vision side cart (vsc). The circuit breaker was in an off position. The customer switched on the circuit breaker and the system powered on without any issues. Prior to calling for technical support, the surgeon elected to convert the procedure to a laparoscopic surgery. Isi followed up with the da vinci coordinator and obtained additional information: the surgeon elected to finish the procedure laparoscopically. The procedure was completed with no injury to the patient.